Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that this patient had died four days following the explant procedure. The primary cause of death was listed as cardiac: pump failure (electromechanical dissociation and severe myopathy). There was no report that the infection and explant procedure caused or contributed to the patient's death. The device was explanted but has not been received at boston scientific's return products department.